Manufacturer narrative:
The valve was not returned to edwards lifesciences for evaluation as it remains implanted in the patient. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant. Thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Based on the information provided, the exact cause for the annular rupture, is unknown but may be related to patient factors (annular calcification) or procedural factors (additional contrast added during post dilation). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards affiliate in (B)(6), during a tavr procedure, post valve deployment of a 23mm sapien 3 valve, the patient was noted to have sustained an annular rupture. No bav was done. Initially it was not possible to cross the native valve due to the small opening and calcification. Therefore the valve and commander delivery system were removed back through the esheath. A bav was then performed. The valve that was removed, was inflated and crimped on a new commander delivery system. This time the implantation was successful. All seemed to be fine, but when the patient was transferred out of the operating room, the patient felt sick and a pericardial effusion was noted. A small annulus ruptured was detected between the annulus and the lvot. The patient was converted to open heart surgery and a magna ease surgical valve was implanted. The patient was noted to be doing fine post procedure. The physician believes the patient developed a covered annulus rupture which is why it was not detected straight after valve implantation. It is perceived that the annular ruptured was caused by the amount of calcium in the right coronary artery. The native annulus had an area of 364cm².

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.